Event description:
Pt with right tibia vara underwent a proximal tibial osteotomy and open reduction & fixation. During the procedure, after a 4.5mm titanium plate was fixed across the osteotomy site to hold the fracture reduced, the surgeon, in the process of attaching the plate, attempted to back out a 4.5 mm x 56 mm screw. As he did this section, the head of the screw broke off. The remainder of the screw was left implanted.